Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter aneurysm was reported with an infra-renal angle of 20 degrees. Proximal aorta was 22.6 mm in diameter and 15 mm in length. Right iliac artery was 9 mm in diameter and the left iliac artery was 10 mm in diameter. The right femoral artery was 9 mm in diameter and the left femoral artery was 7 mm in diameter. There was no presence of circumferential thrombus or calcification. It was reported that approximately two weeks post index procedure the patient presented with persistent lymphorrhea of the left scarpa and was given medication resolving the event. The investigator assessed this event to be related to the study procedure but not the study device. One month later an ultrasound revealed that the superficial femoral artery was partially occluded right from its origin with collection of liquid at the thin walls. This event was left uncorrected. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that contralateral iliac limb and extension are completely occluded. The cause of this occlusion is unknown. The perfusion of the external iliac artery is maintained by the homolateral internal iliac artery. There were no interventions performed.

Event description:
Additional information was received this case. It was reported that a secondary procedure was performed to resolve stent graft occlusion. The investigator indicated that the occlusion was related to the stent graft but not related to the procedure. The physician performed an ilio-femoral crossover bypass from the right to left. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a CT again saw the occlusion in the left limb. It was noted that this occlusion was seen in a previous film read.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (occlusion, vessel); (unknown cause). Conclusion: (unknown cause).